Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was showing offline in remote support service. A field service engineer (fse) checked the station; found it was up and running in the application and online with remote support service (rss). The station was stuck in critical override, so the customer support center was requested to remote in and resolve the server-side software issue. The rss bomgar connectivity was verified, and it was working fine. The fse then found the station was sitting at basic input/output system (bios) boot up screen, powered off and rebooted it. The system came back online fine. Due to time offline in critical override, the fse performed a full data synchronization, after which the critical override was also off. Everything tested good in hardware test application and/or application. The issue was resolved, and no further investigation was required. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline and unable to reboot into application. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline and unable to reboot into application. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.